Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to get more information. Device not received yet.

Event description:
Roi-c : cage broken during implant. More information were requested.

Manufacturer narrative:
Additional information received by (B)(4) (zimmer biomet (B)(4)) on feb. 06th 2018: cage broke into the edge of the metal insert. Cage and the holder of the two screws were perfectly tightened. Put cage on the head side of the patient at the sagittal position, so position was "appropried". The surgical technique was respected for anchoring plate impaction sequence: use of impactor #1 then impactor #2 when the anchoring plate was knocked at the right position during the knocking, there was no gap between the plate and the holder. Regarding the possibility to implant two anchors in the same slot, it was reported that the two anchors were split up and down in two grooves patient has normal bones cage rupture occured during implantation of the first anchoring plate. Current information is insufficient to permit a valid conclusion about the cause of this event. Without a product return, no product evaluation is able to be conducted. Not received by manufacturer yet. Product is waiting to receipt to conduct a product evaluation.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause for the device issue is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause is unknown.

Event description:
Roi-c : cage broken during implant. More information were requested.